Event description:
Surgeon reported to sales rep that he has had 3 similar cases as follows: pt underwent sepramesh ip mesh implant. Subsequently, the pt developed an infection. The device was explanted due to infection and the case involved staph aureus.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. It has been reported that the surgeon is performing testing and analysis on the explanted material, therefore, no sample has been returned to davol for eval. A DHR review has not been conducted, since no specific product code or lot number have been provided. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2010-00094 and 1213643-2010-00095 for info related to the other two reported occurrences of the same issue.